Manufacturer narrative:
Aso reviewed records for absorbency test performed on pre-shipment samples of the same lot number with results acceptable. In addition, the manufacturer tested retained samples of the same lot number for absorption with results acceptable. Aso will continue to monitor the complaints system for adverse event reports in this item.

Event description:
Consumer reported that he used the device to cover a laceration and this stuck to his wound pulling the scab. On (B)(6) 2016 aso was notified that the consumer reported that this incident delayed the healing for about one week and sought medical help. Doctor changed dressing to a xeroform-petroleum dressing.